Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the eval, the technician was unable to duplicate the reported event. The handpiece is to be cleaned, lubed, adjusted and returned to the customer.

Event description:
It was reported by the customer that the handpiece was leaking water from the attachment and cutter connect point throughout the procedure. There was no change in the procedure and the procedure was completed with this handpiece. There were no reports of any adverse pt event associated with this malfunction.